Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure devices had migrated into the uterine cavity") in a (B)(6) female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge") and gastrointestinal motility disorder ("difficulty having bowel movement"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhoea") and hormone level abnormal ("hormonal changes (very off balance)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort, abdominal pain and abdominal pain lower. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fatigue ("fatigue"), abdominal distension ("bloated all the time"), alopecia ("hair loss") and fungal infection ("yeast infection"). Essure treatment was not changed. At the time of the report, the device expulsion had not resolved and the vaginal discharge, fatigue, abdominal distension, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hormone level abnormal, fungal infection and gastrointestinal motility disorder outcome was unknown. The reporter considered abdominal distension, alopecia, device expulsion, dysmenorrhoea, fatigue, fungal infection, gastrointestinal motility disorder, hormone level abnormal, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: more specifically, despite treatment, plaintiff's symptoms did not improve and as a result, on (B)(6) 2016, plaintiff with doctor to discuss available treatment options. During which, it was determined the essure devices had migrated into the uterine cavity. She was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Consequently, she continues to suffer from the symptoms outlined above. There were 3 coils protruding.the device was deployed with 5 coils protruding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: presence of springs involving the fallopian tubes . Most recent follow-up information incorporated above includes: on 15-aug-2018: plaintiff fact sheet- events difficulty having bowel movement, yeast infection, hormonal changes (very off balance), dysmenorrhoea, menorrhagia, hair loss, abnormal bleeding (vaginal) were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure devices had migrated into the uterine cavity") in a 33-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge") and gastrointestinal motility disorder ("difficulty having bowel movement"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhoea") and hormone level abnormal ("hormonal changes (very off balance)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort, abdominal pain and abdominal pain lower. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fatigue ("fatigue"), abdominal distension ("bloated all the time"), alopecia ("hair loss") and fungal infection ("yeast infection"). Essure treatment was not changed. At the time of the report, the device expulsion had not resolved and the vaginal discharge, fatigue, abdominal distension, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hormone level abnormal, fungal infection and gastrointestinal motility disorder outcome was unknown. The reporter considered abdominal distension, alopecia, device expulsion, dysmenorrhoea, fatigue, fungal infection, gastrointestinal motility disorder, hormone level abnormal, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: more specifically, despite treatment, plaintiff's symptoms did not improve and as a result, on (B)(6) 2016, plaintiff with doctor to discuss available treatment options. During which, it was determined the essure devices had migrated into the uterine cavity. She was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Cousequently, she continues to suffer from the symptoms outlined above. There were 3 coils protruding.the device was deployed with 5 coils protruding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: presence of springs involving the fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure devices had migrated into the uterine cavity/ migration of essure device: migrated into the uterine cavity/ malposition of essure device location of device: right side showing separation/ essure migration') and genital haemorrhage ('abnormal bleeding (general),') in a 33-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "placement of the essure device on the right and left fallopian tubes with possible bent of the tip of the right essure". The patient's medical history included heart murmur. Concurrent conditions included type 2 diabetes mellitus. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), abdominal distension ("bloated all the time") and gastrointestinal motility disorder ("difficulty having bowel movement"), 1 year after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhoea/ dysmenorrhoea(cramping)") and was found to have hormone level abnormal ("hormonal changes (very off balance)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort, abdominal pain and abdominal pain lower. On (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2019, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with ibuprofen (midol ib), miconazole nitrate (monistat) and surgery (hysterectomy (full), laparoscopy,lysis of omental adhesions at abdominal wall bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion had not resolved and the genital haemorrhage, vaginal discharge, fatigue, abdominal distension, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hormone level abnormal, vulvovaginal mycotic infection and gastrointestinal motility disorder outcome was unknown. The reporter considered abdominal distension, alopecia, device expulsion, dysmenorrhoea, fatigue, gastrointestinal motility disorder, genital haemorrhage, hormone level abnormal, menorrhagia, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: more specifically, despite treatment, plaintiff's symptoms did not improve and as a result, on (B)(6), 2016, plaintiff with doctor to discuss available treatment options. During which, it was determined the essure devices had migrated into the uterine cavity. She was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Consequently, she continues to suffer from the symptoms outlined above. There were 3 coils protruding. The device was deployed with 5 coils protruding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: presence of springs involving the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one was reported via medical records:device use error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs & mr received. Added event abnormal bleeding (general). New reporter's was added. Concomitant condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure devices had migrated into the uterine cavity/ migration of essure device: migrated into the uterine cavity/ malposition of essure device location of device: right side showing separation') in a 33-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "placement of the essure device on the right and left fallopian tubes with possible bent of the tip of the right essure". The patient's medical history included heart murmur. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), abdominal distension ("bloated all the time") and gastrointestinal motility disorder ("difficulty having bowel movement"), 1 year after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhoea/ dysmenorrhoea(cramping)") and was found to have hormone level abnormal ("hormonal changes (very off balance)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort, abdominal pain and abdominal pain lower. On (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with ibuprofen (midol ib) and miconazole nitrate (monistat). Essure treatment was not changed. At the time of the report, the device expulsion had not resolved and the vaginal discharge, fatigue, abdominal distension, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hormone level abnormal, vulvovaginal mycotic infection and gastrointestinal motility disorder outcome was unknown. The reporter considered abdominal distension, alopecia, device expulsion, dysmenorrhoea, fatigue, gastrointestinal motility disorder, hormone level abnormal, menorrhagia, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: more specifically, despite treatment, plaintiff's symptoms did not improve and as a result, on (B)(6) 2016, plaintiff with doctor to discuss available treatment options. During which, it was determined the essure devices had migrated into the uterine cavity. She was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Cousequently, she continues to suffer from the symptoms outlined above. There were 3 coils protruding.the device was deployed with 5 coils protruding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: presence of springs involving the fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following one was reported via medical records:device use error. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-may-2019: pfs & mr received. Case become was medically confirmed. Reporter's information was added. Event added from mr "placement of the essure device on the right and left fallopian tubes with possible bent of the tip of the right essure" historical condition was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.